Manufacturer narrative:
The philips remote service engineer verified that this was a request for information only and there was no allegation of malfunction. Information was provided to resolve this issue.

Manufacturer narrative:
E1: reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the customer was informed about fco86202016, which handles imprecise measurements of the fetal heart rate during monitoring of multiples. Further relevant information was requested (like if there was a allegation of the customer / a event on customer's site), but none was provided. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.